Manufacturer narrative:
The revised implants were not returned for investigation. Mako requested the post-op x-rays for record review. The surgeon stated that the implants were positioned properly and no components were loose. Due to the lack of evidence and that the x-rays have not yet been reviewed, the root cause of the issue is still undetermined. There is no evidence indicating a failure of the implant or the rio system.

Event description:
Pt was revised to a total knee arthroplasty on (B)(6)-2011 due to lingering pain. According to surgeon, the mako implants were positioned properly and no components were loose. The original makoplasty date was (B)(6)-2011.